Event description:
It has been reported to us that the wire lumen of the aspiration catheter became torn during the procedure. The aspiration catheter was inserted into the pt's coronary arteries. The physician pulled out the aspiration catheter and noticed that the distal part of the aspiration catheter was peeled away. The physician commented that there might have been a loop in the guide wire that may have contributed to the event. The device will be returned for evaluation.

Manufacturer narrative:
Results & conclusion: the actual device used for the case was returned and evaluated. Visual examination of the aspiration catheter revealed that there was a guide wire engaged in the distal tip. The micro lumen is torn in a distal direction all the way to the distal tip of the catheter stopping 2mm from the proximal side of the marker band. The marker band is present and intact within the distal tip. The guide wire is kinked in two locations, 13.5cm and 18cm from the distal tip. There is a lifted coil wire at the transition. A review of the device history record did not detect any deficiencies in the manufacturing process. The event has been confirmed for torn wire lumen.